Event description:
It was reported that the hv lead impedance had increased. The patient was not symptomatic and states that the notifier was not felt. The physician elected to turn off the svc coil.

Manufacturer narrative:
Na